Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires and sparking was confirmed. A visual inspection revealed damage to the right-angle extension cable showing frayed and exposed wire. The unit passed diagnostic test. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported sparking, exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.